Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for out of range high voltage lead impedance. The patient was set up with a merlin.net transmissions to monitor any further alerts. Another high voltage lead impedance alert was noted and it is believed to be a lead issue. The device remains implanted.

Event description:
New information received notes that noise was observed via a merlin.net transmission. Out of range lead impedance measurements were once again observed. A competitive lead issue was suspected and the lead will be revised.